Event description:
The customer reported false nonreactive alinity I hbsag results were generated on a 31yrs old pregnant female patient diagnosed with systemic lupus erythematosus. The results provided were: hbsag initial=0.00 iu/ml (< 0.05 iu/ml=nonreactive) /mindray=0.00 iu/ml (reference range=0.0 to 0.08 iu/ml) /hbsag dna=positive /previous history on (B)(6) 2019 on abbott platform=> 250 iu/ml additional information provided performed on mindray: anti-hbs= > 1000 miu/ml (reference range=0.0 to 10.0 miu/ml); hbeag= >200 peiu/ml (reference range =0.0 to 0.1 peiu/ml); anti-hbe= < 0.1 iu/ml (reference range=0.0 to 0.2 iu/ml); anti hbc=> 4.0 iu/ml (reference range=0.0 to 0.5 iu/ml there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I hbsag results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records and specificity testing of alinity I hbsag reagent, lot: 66022fz00. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the alinity I hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 66022fz00. Return testing was not performed as returns were not available. Clinical specificity testing was performed using an in house retained kit of the complaint lot. Testing met acceptance criteria, indicating the lot is performing acceptably. Device history record review did not identify any non-conformance's or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hbsag reagent, lot: 66022fz00.

Event description:
The customer reported false nonreactive alinity I hbsag results were generated on a 31yrs old pregnant female patient diagnosed with systemic lupus erythematosus. The results provided were: hbsag initial=0.00 iu/ml (< 0.05 iu/ml=nonreactive) /mindray=0.00 iu/ml (reference range=0.0 to 0.08 iu/ml) /hbsag dna=positive /previous history on (B)(6) 2019 on abbott platform=> 250 iu/ml additional information provided performed on mindray: anti-hbs= > 1000 miu/ml (reference range=0.0 to 10.0 miu/ml); hbeag= >200 peiu/ml (reference range =0.0 to 0.1 peiu/ml); anti-hbe= < 0.1 iu/ml (reference range=0.0 to 0.2 iu/ml); anti hbc=> 4.0 iu/ml (reference range=0.0 to 0.5 iu/ml there was no reported impact to patient management.